Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was visually inspected. Results: a hole was observed 50mm from the connector of the evaqua (expiratory) limb, on the patient end. A lot check revealed no other complaints of this nature for this lot number. Conclusion: based on inspection of the hole, the circuit was either punctured or scratched by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. Our user instructions advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage". Our monitoring and trending of all infant breathing circuit leaks has a rate of occurrence of (B)(4) devices per million sold worldwide in the last year to the end of (B)(4) 2010.

Event description:
A hospital in (B)(6) that the ventilation tube of an rt235 infant dual-heated evaqua breathing circuit was leaking, causing the ventilator to alarm. This was found prior to patient use.

Event description:
A hospital in (B)(6) that the ventilation tube of an rt235 infant dual-heated evaqua breathing circuit was leaking, causing the ventilator to alarm. This was found prior to patient use.